Event description:
It was reported that the flapfix ruptured during insertion. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual examination showed signs of bottom disk pullout. The cause of the bottom disk pullout is too much force being applied to the device post. This too high force is predominately caused by a mishandling and levering of the instrument forceps. Functional testing found multiple indicators of heavily used and worn instruments. These indicators are potentially factors leading to improper instrument handling. Despite heavily used and worn instruments being present at the hospital, it cannot be conclusively determined that any of the above use indicators led directly or indirectly to the incident. This complaint is indeterminate.